Manufacturer narrative:
Patient information was requested, but no response received.

Event description:
The customer reported that the ventilator shut down while in use on patient with data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) failed error. The customer reported the unit was in use on patient, but there was no patient harm reported.